Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was alleging that the insulin pump was under delivering. Customer also experienced high blood glucose level. Customer¿s blood glucose level was 27 mmol/l. Customer treated with manual injection and bolus correction. Customer was using auto mode feature at the time of incidence. Customer¿s current blood glucose level was 19.4 mmol/l. Customer reported that they had insulin flow block alarm. The customer was advised to discontinued the insulin pump and revert to backup plan. The reservoir will not be returned for analysis.